Event description:
It was reported the pt originally underwent total hip replacement in 2004. After the surgery the pt experienced dislocation 2 times. 3 months later the pt experienced dislocation again, and the bipolar cup was dissociated from the v40 head. The surgeon performed revision surgery 9 days later and replaced the system one bipolar cup with an unitrax cup.